Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locks properly into place. Insulin pump received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Insulin pump received with pillowing keypad overlay, minor

Event description:
Information received by medtronic indicated that the insulin pump had exposed to moisture and fluid under the lcd. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.